Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred and then the pump indicated a data log corruption. The cause of the occlusion could not be determined due to the corruption. Customer's blood glucose was 97 mg/dl. The customer declined to troubleshoot with tandem technical support.